Event description:
On (B)(6) 2012, the patient's blood glucose read "high," possibly over 600 mg/dl, after the patient inadvertently filled his cartridge with air as opposed to insulin. The patient reportedly has poor vision and thought he was filling the cartridge up with insulin from a full vial but later discovered the vial was empty. On the day of concern, all insulin delivery reportedly has been air, resulting in the alleged elevated blood glucose. The patient was able to fill the cartridge with insulin and reported the most current blood glucose reading was 236 mg/dl. The cartridge issue was resolved with training. This complaint is being reported due to use error (loading cartridge with air) and because the patient had elevated blood glucose reading above 600 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.